Manufacturer narrative:
The product related to this complaint is product code (B)(4). Product description: 1.9fr argyle dual lumen PICC x10 and product lot number: 1613700103. A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR¿s are reviewed for accuracy prior to product release. One sample consisting of one PICC catheter which came inside a generic plastic bag and included a syringe was returned for evaluation. The sample indicated signs of use; blood residue and it had been cut. Under water testing was performed and a leak below the strain relief could be identified in the catheter, however the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and revealed a cut below the strain relief. The distal end of the sample was clamped and the lumens were pressurized to check for leaks. When air was infused into the lumen primary, bubbles were detected; they were coming out from a cut in the shaft of the catheter. The lumen related to the secondary did not show bubbles during the test. The reported condition has been confirmed. The product sample was returned to the manufacturing site for review. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported an undetermined time; therefore the most probable root cause can be considered as unintentional misuse; this deficiency (cut) was more likely damaged during use caused due to an inappropriate manipulation by the user. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/05/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the line dressing is moist under the dressing and it was noted to be leaking at the .5cm from the hub. The customer further reports that the line was initially placed on (B)(6) 2017 and was removed (B)(6) 2017. The catheter was replaced.